Event description:
It was reported that during a thyroid procedure, the devices were being used to ligating the vessel, but instead of clipping, it was cutting the vessel. The vessels were tied off to complete the case. It is unknown if there was significant bleeding, but doesn't believe there so, as it would have been reported. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.